Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back therapy electrodes with a couple droplets of blood. While in the hospital, the patient was given camphor menthol to use on the skin irritation. Patient mentioned having a rash on their legs as well due to a reaction from taking antibiotics. During a follow-up, it was reported that the patient's irritation improved.